Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when attempting a PICC line with a needle guide, the needle got stuck in the needle guide and the needle had to be pulled. The issue happened during insertion, no injury to the patient but had to pull the needle/guidewire/needle guide out all together at once from the patient.